Event description:
It was reported the patient presented with an infection. The right ventricular (rv) lead exhibited high defibrillation impedance and oversensed noise. The physician attempted to explant the lead; during the procedure, it was observed the rv lead wires had externalized and the rv and left ventricular leads could not be explanted. The right ventricular and left ventricular leads were capped (B)(6) 2024. The patient was in stable condition.